Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump alarmed with a power loss. The patient's blood glucose at the time of incident was 167 mg/dl. The caller stated that the battery was not out of the pump for more than ten minutes when the pump alarmed, and that this situation has occurred on multiple occasions. Troubleshooting was initiated and when the customer changed the battery the power loss alarm recurred. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
No unexpected power loss alarm noted. The insulin pump was returned for power error. Detailed trace analysis confirmed alarm was triggered when backup battery unloaded voltage was less than 3.7v for consecutive 240 minutes. Analysis of micro timer in detail trace confirmed that the root cause is the non-sleep anomaly software error. The insulin pump was received with cracked reservoir tube lip, scratched case and minor scratched lcd window.